Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a 107" (272 cm) appx 8.7 ml, transfer set w/dual check valve, microclave®, luer lock was found to have a failing valve during patient use. The report stated that the item had a valve failing during medication administration. The sample was available for investigation. There was no patient harm reported.

Manufacturer narrative:
No b33895 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.